Manufacturer narrative:
B4: (B)(6) 2021. There was no patient involvement. The issue was discovered during performance verification testing. The field service engineer (fse) charged the battery for 8 hours and removed it from ac power. The ventilator remained off. The fse replaced the battery, and the issue was resolved.

Manufacturer narrative:
Date of report: 24jun2021. (B)(4). It is unknown if the device was in patient use when this event occurred. Additional information has been requested.

Event description:
A battery fault was reported. Patient/user involvement information is unknown but has been requested.